Manufacturer narrative:
(B)(4). The sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review could not be completed as the lot number was not provided by the customer. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer reported to baxter corporate product surveillance of a y-type blood/solution set in which the spike isn't fitting into the bag. It occurred during infusion. The rn spiked an unknown blood bag and hung it in the patient's room. While she was getting the patient's vital signs during the first few minutes of infusion, the tubing slid out of the blood bag and blood went onto the floor. There was nothing wrong with the blood so the nurse did not report to the blood bank. There was patient involvement, but there was not patient injury, medical intervention, or adverse event associated with this report. There is no additional information available.